Manufacturer narrative:
Multiple attempts have been made but at this time allergan has not received further info. Device labeling reviewed: capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Double capsule: there were no reported events for double capsule in the core study (silicone labeling) or the r90, lst, a95, and r95 studies (saline labeling). Malposition: patients should be informed that dissatisfaction with cosmetic results related to such things as deformity, hypertrophic scarring, displacement/migration may occur.

Event description:
Healthcare professional reported over 100 cases of double capsule from 14 surgeons observed over a 3 year period. He also reported "several other patient's" presenting with capsular contracture and malposition.